Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced charge time and interrogation difficulties. The model number was displayed as 16??, and the serial number was displayed as all zeros. Cpi technical services suggested removal of the ICD. This report will be updated when further information becomes available.